Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient had pain at the implantable pulse generator site which began about eight months ago. A revision procedure is anticipated to relocate the pocket site, explant the device and implant a new device to provider new technology. No further information is available.

Event description:
New information received states that patient did not report any recent traumas. The implantable pulse generator was repositioned to the right side as a result to resolve the issue. The device remains implanted. There were no complications during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Correction: device was explanted, and a new device was implanted in a new position to resolve the issue.